Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the air pump activated immediately and the handcontrol did work indicating that the flex circuit was damaged which would cause an e6 error. The device was disassembled which found that the flex circuit was corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning which was failure to follow the directions for use, which would be misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device displayed an e6 error code. It was reported that there was no delay to the procedure as an unspecified spare motor device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.